Event description:
The olympus infection control specialist reported on behalf of the customer that a facility reported a case of infection with evis exera iii gastrointestinal videoscope gif-hq190 scope. Reportedly the facility is performing their own investigation on this case. Follow-up attempts were conducted with the olympus infection control specialist and no more information was available.